Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was taken to the hospital via ambulance and was hospitalized on (B)(6) 2016 with blood glucose of 24 mg/dl. Customer was hospitalized due to low blood glucose. Customer was treated with food and fluids. Customer was wearing insulin pump on the date of hospitalization. It was reported that low blood glucose was due to customer reusing infusion set and reservoir. Customer was advised that emergency supplies would be sent.

Manufacturer narrative:
The customer was contacted to confirm there was a single hospitalization on (B)(6) 2016 with a bg of 31mg/dl.

Event description:
Correction to the customer blood glucose value at the time of hospitalization was 31 mg/dl.